Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05743. It was reported that a pulseless electrical activity arrest occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was successfully implanted and there were no complications during the procedure. After removing both the delivery system and the was the physician began to suture the groin. At this time the physician had ordered protamine for the patient and after 1-3 minutes the patient¿s blood pressure dropped and they went into pulseless electrical activity arrest. Cardiopulmonary resuscitation (CPR) compressions were performed, along with cardiac catheterization and the patient¿s pulse returned. They were kept intubated and monitored in the intensive care unit. The device was checked with transesophageal echocardiography (tee) and fluoroscopy and was found not to have migrated or moved. The patient was discharged home from the hospital.